Event description:
It was observed that during the device evaluation, the camera head exhibited corrosion on the scope mount and the free lock lever, and a scratch on the lens of the main body. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the cause of the problem could not be identified based on the information obtained from this complaint and the investigation results. DHR review was conducted on the current product, and no problems were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.